Manufacturer narrative:
(B)(4). The associated directcheck lots tested with the act-lr test cuvettes are k4dnl042 and b4dla006. In addition the associated instrument used to test the act-lr cuvettes is (B)(4). Method: device was not returned for eval. DHR review was performed. No ncr or any other anomalies related to the complaint were identified. Reserve sample from same lot tested and no failure detected. No related CAPA's for any of the lots listed above and no trend for cuvette lot. Results: no failure detected. Conclusion code: unable to confirm complaint. Itc has requested all data required for form 3500a.

Event description:
The foreign distributor received a report from an outside USA authority stating out of range results with the act-lr test cuvettes using the directcheck quality controls and the hemochron signature elite microcoagulation system. No adverse event(s) were reported.